Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the intensive care unit with "mild dka [diabetic ketoacidosis] and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.